Manufacturer narrative:
Additional information d5 h3: the logic device with serial number 2901251 is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient¿s pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Manufacturer narrative:
1038671-2023-01205, 1038671-2025-00784 multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01205, 1038671-2025-00784. The revision reported was likely the result of prosthesis wear. Additional reasons for the reported revision may be femoral loosening, instability, and inclusion of the polyethylene in the packaging recall. However, the reported femoral loosening could not be confirmed from the provided information. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation, on (B)(6) 2014, the patient underwent a total left knee replacement surgery and was implanted with a now-recalled optetrak device. Following the surgery, the patient began experiencing significant pain, swelling, and popping in his left knee, as well as pain in his left knee when walking. In (B)(6) 2021, the patient reported to his orthopedic provider symptoms of progressive ¿pain, aching, popping¿ and ¿moderate to severe aching when walking in knee.¿ a left knee x-ray report noted ¿development of rll around tibial cement and noted on femoral component on lateral view vs shadowing¿. In (B)(6) 2022, the patient reported continued pain and swelling in his left knee. Effusion was noted on inspection. The patient continues to experience significant pain and swelling to the left knee and leg, but is not prepared to undergo the added pain and suffering associated with an additional surgery to remove the defective implant, particularly because the patient underwent spine surgery in (B)(6) 2023. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation. D10. Concomitants: 2996542, 02-010-01-0250 - logic femoral ps cem left sz 5. 3619769, 200-02-41 - three peg patella 41mm. 3639833, 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t.